Event description:
It was reported that the temperature sensing catheter cable was found kinked inside of the package before use, and the catheter was then used on the patient giving an inaccurate temperature reading.

Manufacturer narrative:
The evaluation was confirmed for being unable to measure correct reading due to the wire was kinked. How and when the event occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver coated catheter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing catheter cable was found kinked inside of the package before use, and the catheter was then used on the patient giving an inaccurate temperature reading.